Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed two controller power up events. First controller power-up and associated pump start event was logged on (B)(6) 2018 at 02:49:20. The controller lost power on (B)(6) 2018 at 23:33:02 hours. Controller data logs entry prior to the controller loss power, at 23:32:57, revealed that (B)(4) (1) was connected to power port 2 with 97% relative state of charge (rsoc). The data point after the controller power up event, at 02:49:56, revealed that the battery (1) that was connected to power port 1 had 95% rsoc and another battery (2) that was connected to power port 2 had 52% rsoc. The controller was without power for 3 hours, 16 minutes and 22 seconds. Second controller power-up and associated pump start event was logged at 03:24:18. Controller data logs entry prior to the controller loss power, at 03:23:00, revealed that battery (1) was connected to power port 1 with 93% rsoc and battery (2) was connected to power port 2 with 30% rsoc. The data point after the controller power up event, at 03:24:54, revealed that battery (1) was connected to power port 1 with 92% rsoc. The controller was without power for 18 seconds. No abnormalities were observed during controller power up event. The last recorded data point on (B)(6) 2018 was logged at 03:36:55. The controller power up events were followed by 2 low flow alarms at 02:49:29 and 03:24:26. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, poor vad filling, patient condition. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at home on (B)(6) 2018. It was stated that the patient¿s batteries were disconnected. It was further stated that there would be no autopsy performed. It was speculation of stroke preceding double power disconnect on the controller. It was stated that there was no thrombus suspected. Log files confirm low flow alarms and two controller power-up and associated pump start event logged on the controller that was being used, on (B)(6) 2018.